Event description:
It was reported that approximately eleven months post stent graft implant in the left upper arm, the patient presented with stenoses in the av graft and the stent graft, which were treated with balloon angioplasty. Approximately six months later, the av graft and the stent graft re-stenosed and balloon angioplasty was again successfully performed. The patient recovered with no clinical sequelae.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met all specifications prior to shipment. No additional complaint has been previously reported for this lot number. A review of the device history records is currently being performed. The stent graft remains implanted; therefore, a device evaluation could not be performed. The investigation is currently underway.